Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14773. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead had impedance greater than 3000 ohms and the left ventricular lead had phrenic nerve stimulation. Both leads were capped on (B)(6) 2021. Only the atrial lead was replaced. The patient was stable.